Manufacturer narrative:
See MFR: 3012307300-2017-01984 and 3012307300-2017-01986.

Event description:
It was reported that a patient experienced an occlusion while using a cleo® 90 infusion set. Blood glucose reading at the time of the event was 265 mg/dl. The patient experienced the occlusion during a bolus delivery. The patient changed out the infusion set. It was observed that the cannula was bent. Patient successfully resumed insulin therapy via a syringe shot bringing the blood glucose down to 118mg/dl. The patient did not experience any other adverse health outcomes.